Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, mobility. Placed 2 implants in fresh bone; # 18 = great! - #19 spun when heal.